Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation at the phaseal connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the chemo tubing separated from the unspecified bd phaseal¿ connector/injector during use. The following information was provided by the initial reporter: "alaris pump beeped @ 0808, pt was sleeping in bed, alaris pump states "pt side occluded", day rn unkinked lines, removed clamshell, retighted phaseal connector and injector, reapplied clamshell, restarted pump. 0904, pt rang call light, day rn found pt in recliner chair, holding loose end of chemo tubing in hand with no phaseal connector/injector. Phaseal connector/injector and clamshell were found still attached to orange lumen on left PICC line. Day rn removed chemo tubing immediately from pt hand, and turned off alaris pump. Team notified, charge rn notified and cnl notified to retrieve chemo spill kit."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pump chemo tubing separated from the phaseal injector and connector during use. The following information was provided by the initial reporter: "alaris pump beeped @ 0808, pt was sleeping in bed, alaris pump states "pt side occluded", day rn unkinked lines, removed clamshell, retighted phaseal connector and injector, reapplied clamshell, restarted pump. 0904, pt rang call light, day rn found pt in recliner chair, holding loose end of chemo tubing in hand with no phaseal connector/injector. Phaseal connector/injector and clamshell were found still attached to orange lumen on left PICC line. Day rn removed chemo tubing immediately from pt hand, and turned off alaris pump. Team notified, charge rn notified and cnl notified to retrieve chemo spill kit."

Manufacturer narrative:
Correction: after further evaluation, the device brand name was found to be incorrect. The following fields have been updated: describe event or problem: it was reported that the chemo tubing separated from the unspecified bd phaseal¿ connector/injector during use. Medical device brand name: unspecified bd phaseal¿ . Medical device type: onb.

Event description:
It was reported that the chemo tubing separated from the unspecified bd phaseal¿ connector/injector during use. The following information was provided by the initial reporter: "alaris pump beeped @ 0808, pt was sleeping in bed, alaris pump states "pt side occluded", day rn unkinked lines, removed clamshell, retighted phaseal connector and injector, reapplied clamshell, restarted pump. 0904, pt rang call light, day rn found pt in recliner chair, holding loose end of chemo tubing in hand with no phaseal connector/injector. Phaseal connector/injector and clamshell were found still attached to orange lumen on left PICC line. Day rn removed chemo tubing immediately from pt hand, and turned off alaris pump. Team notified, charge rn notified and cnl notified to retrieve chemo spill kit."